Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 402 mg/dl. The customer¿s current blood glucose level was 192 mg/dl. The customer did not report symptoms or treatment as a result of high blood glucose level. The customer stated that the insulin pump had insulin flow blocked alarm. Insulin was exited. Troubleshooting was declined by the customer for high blood glucose level. The product will not be returned for analysis.